Event description:
The customer reported that while working on a cardiac arrest victim, it started to rain and the device stopped responding. The device continued to produce an on screen trace of the pt's rhythm, but none of the buttons would operate. The pt was asystole, so no defibrillation was necessary.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and observed that the options and event keys were shorted when first tested, the keypad was opened to look at the pcb layer, and the short went away. A white film left on the pcb layer was observed, probably from the rain water. There were two small cuts on the keypad, one below the alarms button and the outer under the current rate button going through the pace current button.